Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 additional information was received from the patient. They reported that the cause of their issues was not determined. If they have these issues again they said the would call the manufacturing tech for assistance. They said the issue was not resolved, but no further action would be taken. However, they did report that they had another MRI and the programmer worked fine at that appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for the call was to report that when they were at an MRI facility last friday ((B)(6) 2025), they weren't able to connect to the implant in order to place it into MRI mode so the patient couldn't have the MRI for their spine. During the call, the agent reviewed the steps to place the device into MRI mode and the patient successfully placed it into MRI mode and then deactivated therapy. The patient was going to check with their spine doctor to confirm whether an MRI was necessary and if so, the patient would reschedule. The agent reviewed that emi in the hospital setting could possibly lead to emi. They emailed MRI mode instructions and explained that the phone number for technical services was included for the MRI technician to call if issues happen again at another appointment. They also reviewed electrocautery guidelines.